Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine at 40 mcg/day via an implanted pump. The patient was getting more fentanyl than bupivacaine and they had been increasing the doses due to complications of her breast cancer. The patient was taking cancer drugs for the cancer. The indication for pump use was failed back syndrome - other and non-malignant pain. On 15-jul-2016 it was reported that the patient had a pump revision last year on (B)(6) 2015 to reposition the pump as the pump had flipped in (B)(6) 2015. The patient had 3 surgeries close together.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.